Event description:
It is reported that pt was implanted a fitmore hip stem b ext. Offs., size 4 in (B)(6) 2012 on the right hip due to avascular necrosis of the femoral head. It is also reported that in (B)(6) 2012, pt stated to feel pain in the groin area and going down to the right knee. Today, approx. 2 years after tha, pt still experienced pain. At this time no revision surgery has taken place, neither a revision surgery is planned.

Manufacturer narrative:
The MFR did not received for investigation as the pt has not been revised. Surgical report of implant and other reports have been provided for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmers reference number of this file is (B)(4). Note: split with zimmer (B)(4).